Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" alarm condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a ventilator inoperative alarm condition. After further evaluation of the device at the manufacturer's service center, the system board was not replaced. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.